Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_3__; occurrence: unable to perform complaint lot history check due to unknown lot number for broken cannula & needle stick. Investigation summary: customer returned photos of the hub of a pen needle as well as x-rays. Customer states that the needle was broken away from the hub and she stuck her hand with a needle she feels was laying loose in her son¿s bed. Received photos were examined and exhibited a pen needle with a broken patient end of the cannula. Unable to perform DHR check due to unknown lot number for broken cannula & needle stick. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: possible root causes for a broken needle include: bending/re-straightening of the cannula by the customer. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g experienced cannula breakage. The following information was provided by the customer: material no: 320109 batch no: unknown (reported 8058377). (B)(6): product complaint bd needle email. Called this consumer using 8mm 31g. Lot # 8058377 exp 2023-1-31, mail order breovia rx, needle broke off with injury. Mom completes son's injections of norditropin in her son's bed. Injects son on the back of arm every night and uses a new needle with each injection. On (B)(6) 2019 mom completed the injection, claims to place the cover over the needle. Pressed her hand down on the bed and stuck her hand with a needle she feels was laying loose in her sons bed. This needle was broken away from the hub. The following day hand was in a lot of pain. Went to ER, xray shows the needle in her palm of hand and wrist area. She went thru son's sharps container and found the pen needle hub with the broken needle point. She is still in a lot of pain, cannot use hand. Dependent on kids helping her. She visited with the orthopedic (B)(6) 2019 and will have surgery on (B)(6) 2019 to remove the needle that is deeply embedded with sedation.